Event description:
It was reported that the user received an insulin occlusion alert on the ilet shortly after a supply change, with blood glucose readings of 283 mg/dl rising to 360 mg/dl before decreasing to 226 mg/dl and later 220 mg/dl; troubleshooting included resuming delivery, disconnecting to confirm drops from the tubing, refilling tubing, inspecting the infusion site, and performing a site change after the site was noted to be damp, with lot 6014894 recorded. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while the complaint aligned with lack of effect, and device component details were insufficient. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.